Event description:
During a mastectomy procedure, the device was being used to remove the axillary nodes and the clips became jammed at the tip and the clips were fully closing. Another one was opened and the case was completed. There was no patient consequence. One device returning.